Manufacturer narrative:
Product analysis: analysis was able to confirm the reported long start time and the system would hang during interrogation. Analysis also noted that the power cable bay was damaged, and there were errors present in the log. The power cable bay was replaced, the software was reloaded, and hardware updates were made. The programmer was calibrated and passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would often take a long time starting applications or would hang up before opening the application. The programmer was returned for service. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer's analysis.